Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor and flow module to read values within the +/- 10% specification. The devices under testing and a lab use only (luo) sensor and module were connected to a water loop for comparison. Throughout the evaluation the readings remained within specification. Per data log analysis, on 03-sep-2019 the flow meter log shows several coupling/uncoupling events. These will occur if the sensor is connected/disconnected to the tubing or if air is present in the tubing. The reported difference in the flow would not cause anything unusual to be logged and therefore the issue cannot be confirmed from the log. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the flow module and the flow sensor. The unit operated to the manufacturer's specifications. The suspect parts were returned to manufacturer for further evaluation.

Event description:
It was reported that the flow sensor was reading a half liter more than the pump. The pump was reading 4.76 liters per minute (l/min) and the flow sensor was reading 5.3 l/min. No other details regarding the nature of this event were provided.